Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, inappropriate mode switch with some loss of pacing due to far field r-wave oversensing was noted on the device. Technical support was contacted and provided reprogramming recommendation to resolve the event. No intervention was performed at the time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the device was reprogrammed to resolve the event. The patient was stable.